Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant information for evaluation, the root cause of the reported knee instability cannot be definitively concluded. Further patient impact beyond the reported symptoms and revision could not be assessed. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, after a knee replacement on (B)(6) 2021, revision surgery was performed on the right side to replaced the gns ii non-por tib sz 7 right (case-(B)(4)) and the lgn ps high flex xlpe sz 7-8 9mm (case-(B)(4)) on (B)(6) 2021 due to instability. The current health status of patient is unknown. No further information is available.